Manufacturer narrative:
H6: lens was sent to an external lab for analysis. The analysis did not reveal any presence of fungi or bacteria - apparently it was an inflammatory process. B5: it is suspected that what was observed was an inflammatory response. The patient will possible receive another icl at a later date. Cause of the event is unknown. If any additional information is received, a supplemental medwatch report will be submitted. Manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Manufacturer narrative:
H6: device history record: DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3: lens was returned in liquid in a specimen cup and blood collection tube. Visual inspection found an optic and haptic torn lens with residue on the piece of the lens. Lens was torn in two pieces, each piece was returned in seperate containers. Fungus/deposits were not identified. Claim# (B)(4).

Manufacturer narrative:
B5: the lens removed. Later, a shorter length lens was implanted and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
D10 - corrected to unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -8.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was removed. Reportedly, "suspicion of the presence of a fungus growing on the lens surface." Netdex col every 3 hours was provided. The eye is quiet.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).